Manufacturer narrative:
The pump passed operating current, unexpected restart error test, displacement test, but compromised force sensor alarmed during the basic occlusion test due to loose and or protruded drive support disk. The pump was unable to perform the occlusion, prime and excessive no delivery test, no verify the alarms due to compromised force sensor system alarm. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked end cap, missing end cap sticker and cracked battery tube threads.

Event description:
The customer's father reported via phone call of issues with the customer's insulin pump. The father states the bottom of the pump where the reservoir sits popped out and the father pushed it back in. The customer's blood glucose level at the time of incident was 220mg/dl. The customer was advised the pump would have to be replaced and returned for analysis.